Event description:
During a knee arthroscopy the staff noticed that the pump displayed a 100mmhg pressure but the pump was set at 40mmhg set pressure. The pt's leg was checked and discovered an 'extravasation' of the lower leg. The lower leg was swollen, taunt, purplish and no pedal pulse. It is reported that there was no interventions required. The pedal pulse eventually returned and the pt was discharged on time.